Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted choledochoduodenostomy surgical procedure, the core needle of 8mm harmonic ace instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken part of tip was completely detached from the instrument. No fragment fell into the patient. The instrument was inspected prior to use with no noted damage. Tissue retraction was being performed at the time of event. The quality of the equipment is not good. The instrument was in use for about 20 minutes prior to the issue.